Event description:
The pt reported experiencing unexplainable elevated blood glucose of up to 300 mg/dl 2 yrs ago with the primary infusion device. She switched to the backup infusion device and had no further issues. On (B) (6) 2010, she began use of the primary infusion device again and her blood glucose elevated to approx 300 mg/dl. She switched to the backup infusion device and her blood glucose returned to normal. She stated the basal rates are programmed the same in all infusion devices. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.